Manufacturer narrative:
The customer was sent a replacement device and this device was returned to stryker for further evaluation. Stryker determined there was an excessive current draw but could not determine the root cause of this.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Stryker replaced the device's battery to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.